Event description:
It was reported that the user experienced hyperglycemia after breakfast with an ilet reading of 319 mg/dl, confirmed by fingerstick, with values trending down to 297 mg/dl during troubleshooting; no clear cause was identified and education was provided. Customer care provided support that included confirmation of glucose via fingerstick. Investigation of this case revealed no device malfunction observed and no component failure identified, with glucose subsequently trending downward. No clinical symptoms associated with hyperglycemia reported. Outcomes included no clinical intervention, no emergency treatment, and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.